Event description:
Philips received a complaint by the customer on the v60 indicating that there was an error code 110a "proximal pressure sensor autozero failed" it was reported that there was no patient involvement at the time the issue was discovered. An authorized service provider (asp) had a v60 that had a 110a "proximal pressure sensor autozero failed". Error occurred after replacing the power management (pm) printed circuit board assembly (pcba) for prior issue. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. The fse installed and tested a new gds and confirmed that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.